Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the stent was found to be damaged. When the taxus express2 3.00x24 mm drug eluting stent was removed from the box prior to preparation, the stent was observed to be bent. This device was not used in the procedure. No pt complications were reported. The procedure was completed with another of the same device.